Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for bleeding at the access site, requiring intervention. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure, with implantation of one mitraclip. The mitral regurgitation (mr) was reduced from grade 4+ to grade 3+. One day post procedure, the patient had non-serious bleeding at the groin access site. Pressure with fem stop and suture were required and the bleeding resolved on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemorrhage appears to be a result of procedural conditions, as the steerable guide catheter (sgc) is inserted into the anatomy via an incision in the groin (groin access site) and there is no indication of a product quality issue with respect to manufacture, design or labeling.